Event description:
It was reported that the ilet displayed recurring alert 41 related to an insulin shaft rewind malfunction, persisted after restarts, and required device replacement, with the user switching to backup therapy during the interruption. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery that necessitated use of an alternate therapy until the replacement device was provided. Investigation included review of use history and device error behavior consistent with an insulin drive mechanism fault. Investigation of this case revealed a suspected malfunction of the insulin drive/rewind mechanism consistent with an insulin delivery component error that triggered the recurrent alert. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the insulin delivery mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.